Manufacturer narrative:
Field change: b5, h3, h6, h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Other system components. Cylinders model number/catalog number: 72404273. Serial number: n/a. Batch/lot number: 1000062417. Model/catalog description: cx 18cm snap fit rt reservoir model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1000300875. Model/catalog description: reservoir 65ml pc.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to the "device not functioning optimally." During the revision surgery the surgeon found that he needed to extend the cylinders by adding rear tip extenders (rte's) to both sides. The physician also found that the pump was not functioning correctly and there was capsule around the pump. Additional information received states "the patient and the surgeon complaint of not being able to squeeze the pump like it did in the beginning. It was very hard and the patient was not able to inflate the cylinders due to this. The surgeon mentioned that it might be that a very hard capsule formed around the pump which made it impossible to squeeze sufficiently. The surgeon made the decision to replace the pump anyway." The issues with the device began december 2020. The patient was stable following the surgery and the device was functioning. Further additional information received states the patient also experienced pain. Further additional information received states the device issues began on (B)(6) 2019.

Manufacturer narrative:
Other system components. Cylinders: model number/catalog number: 72404273, serial number: n/a, batch/lot number: 1000062417, model/catalog description: cx 18cm snap fit rt. Reservoir: model number/catalog number: 72404161, serial number: n/a, batch/lot number: 1000300875, model/catalog description: reservoir 65ml pc.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to the "device not functioning optimally." During the revision surgery the surgeon found that he needed to extend the cylinders by adding rear tip extenders (rte's) to both sides. The physician also found that the pump was not functioning correctly and there was capsule around the pump. Additional information received states "the patient and the surgeon complaint of not being able to squeeze the pump like it did in the beginning. It was very hard and the patient was not able to inflate the cylinders due to this. The surgeon mentioned that it might be that a very hard capsule formed around the pump which made it impossible to squeeze sufficiently. The surgeon made the decision to replace the pump anyway." The issues with the device began (B)(6) 2020. The patient was stable following the surgery and the device was functioning.